Event description:
It was reported that allegedly, the probe began to melt and arc after 15 minutes of continuous use. There was no delay or injury to the patient. Another probe was used successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.